Manufacturer narrative:
A ge rep evaluated the system and reseated the circuit boards and cables associated with the cine drive. System operates as intended. (B) (4).

Event description:
The customer reported the system is displaying a cine drive not available error message. No patient injury was reported.